Event description:
Grandfather has a medtronic synchromed ii model #8637-20 serial (B)(4) intrathecal catheter. High dose and high concentration hydromorphone have been infusing. He had has the pump since 2001 with it last changed in 2008 due to normal expiration of battery life. He was due to have pump changed again on (B)(6) 2014 due to normal expiration of battery life. My grandfather normally ambulated with no assistive devices. On (B)(6), he developed weakness of his left lower extremity. By saturday, (B)(6), he could not move his left leg and was admitted to (B)(6) hosp with a diagnosis of weakness and uti. MRI of the lumbar sacral spine showed nothing acute but was limited due to artifact from his it catheter. Urine culture returned negative and uti was ruled out. Physical therapy was started and because he could now move his left leg (although with very limited rom and extreme weakness), and ambulated 25 feet with a walker and a gait belt, he was discharged home monday, (B)(6). His left leg remained extremely weak and he had developed some mild incontinence. On tuesday, he once again began having difficulty with left paresis and incontinence. By wednesday morning, he could not stand, his left leg was paralyzed and now the right leg was becoming weak. He had also developed complete incontinence. I had to call the ambulance to take him back to the emergency room. I had begun to suspect a problem with his it pain pump based upon his symptoms. The emergency room physician agreed and called his pain management physician. The emergency room doctor returned to tell me the pain mgmt physician stated he was "110% certain this was not a pump problem." The emergency room doctor then consulted neurology. The neurologist came to the ER. Performed an emg and evoked potential testing. He diagnosed my grandfather with cauda equine syndrome and stated he needed emergency surgery due to spinal cord compression. We were then transferred to (B)(6) hosp to be seen by a neurosurgeon. The surgeon ordered a MRI of his cervical, thoracic and lumbar sacral spine. It revealed a 6x6x16mm intradural extramedullary lesion at t-10/t11. The neurosurgeon explained that my grandfather had developed a granuloma at the tip of the catheter. He underwent an emergent decompression laminectomy and catheter revision. My grandfather, who was walking 2 weeks ago, is now left with incomplete paralysis of his bilateral lower extremities and loss of bladder and bowel function. He will have to go to a rehab hosp to learn to function and live life in a wheelchair. It is unk if he will ever regain function of his lower extremities.